Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of overprime - leak out of patient line was confirmed. The root cause was "use error - more than 1 bag on heater pan". The label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter's technical service center to report fluid coming out of the top of the patient line during prime on the homechoice (hc) machine. The nurse stated she had a solution bag on top of the heater bag. The tsr explained how the hc primes the patient line. The nurse stated the patient line primed completely. The nurse asked if she could leave the blue pull ring on the patient line when the solution has come out of the patient line and the tsr stated she could. The tsr explained the home patient would have to use aseptic technique and connect when ready. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.